Event description:
The following was reported by the customer facility: the ventralex mesh was being implanted into the patient when the surgeon noticed the ring was broken. The mesh was removed and another ventralex was brought in and used to complete the case. The details of the product handling were not known. Although there was no patient adverse event reported and the sample was not returned for evaluation, a MDR is being filed to document the event.

Manufacturer narrative:
Based on the information, no definitive conclusion can be drawn. The user facility alleges the ring was noted to be broken during the implant. A sample was not returned for evaluation and the user handling is not known. The IFU address proper handling techniques. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event.